Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the caller reported ins pocket issue. The caller stated that the device stuck out quite a bit and it had been bothering them since august of last year, so they just turned therapy off. The caller stated that the implant had worked wonderfully but they lost 65 pounds and now it had moved; when they pulled their underwear down it snagged on it. The caller stated they showed the doctor and they said they needed to anchor the implant more. The caller confirmed they were having a revision (or possible replacement) on (B)(6) 2026. The caller was redirected to their healthcare provider (hcp) to address the ins pocket concern.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.